Manufacturer narrative:
This is the same event as 3010536692-2014-01283.

Event description:
Allegedly, revised due to clicking noises and grinding sensations. During revision surgery, the device was found to be loose.